Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary: the reference samples for the lot 6001496 have already been previously tested in the complaint (B)(4) on 16-oct- 2024. Complaint investigation results: the reference samples cannot be tested because there was no specific malfunction to investigate. The review for batch 5413183 were previously reviewed in complaint (B)(4) on 15/may/2025. Test results the reference samples were visually inspected and tested for flow and leak. All test results were within specifications as per the test report 2020710.pdf attached in this record. Device history record (DHR) review: the lot 6001496 was manufactured according to DHR version 43 on the multivac 07, on 02/jun/2023, with a total of (B)(4) units. Cannula DHR review: the lot 3e01811 was manufactured according to then wi version 35 assembled in the line 2, on 27/may/2023, with a total of (B)(4) units. Gluing of tubing: the lot 3f00226 was glued according to the wi version 21, line 7, on 02 jun 2023, with a total of (B)(4) units. The lot 3e01796 was glued according to the wi version 21, line 7, on 18 may 2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, nor maintenance events were recorded. Trending: a query was run in database on 15-may-2025 against malfunction code leakage from infusion site (cannula base part/cannula) (specific cause not identified) and lot 6001496 with no other complaints have been registered in database for the same lot, and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production rno more complaints received on the lot in question and malfunction code, no further actions are required. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date, no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in brazil. It was reported that patient faced infusion set leakage event on (B)(6) 2025 . The leakage was in the cannula. No further information available.